Manufacturer narrative:
H3: report of calcification, leaflet immobility, stenosis and regurgitation were confirmed. X-ray demonstrated wireform intact, metal band was bent outward around leaflet 1, and heavy calcification on leaflets 2 and 3, moderate on leaflet 1. Extrinsic calcific deposits were observed on the surface of leaflets 2 and 3 on the outflow aspect and leaflet 3 on the inflow aspect. Moderate to heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 9mm on leaflet 1 at the outflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 1 at the inflow aspect. Host tissue on the stent circumference was moderate at the inflow and outflow aspects. The free margin of leaflet 1 was rolled towards the outflow aspect due to host tissue overgrowth. Host tissue fused leaflets 1 and 3 by approximately 6mm at commissure 1 on the outflow aspect. As received, a cut approximately 3mm x 8mm was observed on leaflet 2. The cuts had a smooth and straight edge. Cutout leaflet was not returned. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Subvalvular apparatus was observed around the sewing ring around leaflet 2. Sewing ring was partially cut off around the valve and exposed the metal band. Cut off sewing ring fragment was returned with valve. Multiple suture fasteners remained attached to the sewing ring. Updated sections: d9, g3, g6, h2, h3, h6 device code(s), and type of investigation. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Updated sections: g3, g6, h6 investigation findings and investigation conclusions. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including a history of smoking. Pannus is a non-immune inflammatory reaction of the body to the implanted prosthesis, characterized by proliferation of fibroelastic tissue and collagen, with a starting point in the suture area and subacute or chronic centripetal evolution. Pannus can have both beneficial and harmful effects depending on the amount of growth and location. A small amount of host tissue growth over the suture line is expected and is needed to form a non-thrombogenic surface and complete the healing process after device implantation. In contrast, an excessive amount of pannus growth can cause nonstructural dysfunction that may require intervention. Host tissue growth can extend onto the cusp surfaces leading to thickening of the cusps, cusp retraction or curling, leaflet immobility, and/or abnormal coaptation, potentially resulting in valvular regurgitation, elevated gradients, and/or stenosis. Pannus/host tissue overgrowth is most likely due to patient factors and is unlikely to be related to a manufacturing non-conformance. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry and investigation that a patient with a 29mm 7300tfx mitral valve was explanted after an implant duration of 4 years, 9 months due to calcification, leaflet immobility, severe stenosis, and regurgitation. The explanted valve was replaced with a 29mm 11400m valve. Per medical records, the patient presented with class IV congestion heart failure. The patient underwent redo-mvr with a 29mm 11400m valve. Intraoperative findings showed prosthetic leaflets with heavy calcification and immobility. No evidence of infection. The patient was transferred back to ICU in the usual guarded condition. Postoperative day #5, echo showed normally functioning mitral and aortic valves. The patient was discharged to home on pod#5. Per pathology report: bioprosthetic mv with leaflets thickened, slightly calcified. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.